Manufacturer narrative:
Device evaluated by MFR: the complaint device was not available for evaluation; therefore, product inspection could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as: 2134265-2014-03935 and 2134265-2014-03850. It was reported that pullback failure occurred. The ilab motor drive unit was used in conjunction with an opticross coronary catheter intended to visualize an unspecified lesion. During coronary intervention, error message was displayed as well as it did not provide an image and failure to performed automatic pullback. The physician used another of the same device to complete the procedure. No patient complications were reported.